Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Failure analysis found that a noise was heard when the main tube was rotated, but the noise was normal and expected due to a small amount of play between mating teeth on roll input and roll shaft gears. No abnormal noises were heard during manual rotation of all inputs. Failure analysis also observed that the one wrist link was broken at the edge of the hole feature. A broken section was missing from the link. The location of the breakage coincides with the smallest wall thickness on the link. Failure analysis also removed the housing and found the flush tube exhibited a couple of kinks in the backend. The kinks occurred prior to flush tube entering the gimbal plate. The kinks restricted fluid flow, preventing proper flushing of the instrument. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the bowel grasper instrument grinds as it rotates. No patient harm, adverse outcome or injury was reported.